Event description:
The customer requested clarification regarding insulin on board (iob) which indicated 1.57 units when customer had bolused 4.4 units. Blood glucose level was elevated because the customer had not programmed the temporary rate to start until later in the day. During troubleshooting with tandem technical support, pump history confirmed that bolus had been delivered successfully. Iob feature was reviewed and customer was satisfied.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.